Event description:
During an endoscopy procedure, a cook fusion quattro extraction balloon was used. The balloon loosened from the catheter and detached inside the ductus choledochus. The physician retrieved the detached section of the device using a snare. A section of the device did not remain inside the pt's body. Other than the retrieval of the detached balloon, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. The device was returned with the balloon missing from the catheter. The balloon attachment ports were still intact. There is some balloon material still present at both the distal and proximal attachment points. There are tears in the balloon material next to the attachment points. Part of the balloon material has rolled over the catheter towards the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. According to the report, the balloon integrity was not verified prior to use by inflating the balloon. Testing the device prior to use will ensure the balloon was intact and functioning prior to advancement through the endoscope. Balloon material damage can occur if the balloon has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel or elevator. Balloon damage could lead to subsequent balloon separation damage to the balloon material can also occur if added pressure was applied during extraction. The instructions for use direct the user to gently withdraw the inflated balloon toward the papilla and not to exert excessive pressure on the ampulla when extracting stones. The need for sphincterotomy needs to be reassessed if the stone does not pass easily. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report. Based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.